Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump insulin gauge decreased from 140 units to 15 units, then the pump declared a temperature alarm followed by multiple altitude alarms. Customer reported an elevated blood glucose (bg) level of 300 (mg/dl) and delivered a manual injection. The cartridge was reloaded and the pump cooled down in the refrigerator. The issue was resolved and the customer was able to resume insulin. It was indicated that the current pump would be used for diabetes management.